Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr , donor 2 inr: 2.2 inr . Donor 1 hct: 55% , donor 2 hct: 51% . Testing results: donor 1: retention meter with master lot strips: 3.1 inr , customer meter with master lot strips: 3.2 inr . Donor 2: retention meter with master lot strips: 2.1 inr , customer meter with master lot strips: 2.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results of 3.8inr and 2.6 inr on (B)(6) 2018 alleged by the customer were not observed in the meter memory.

Manufacturer narrative:
The information about the returned meter testing reported in the previous supplemental MDR was incorrect. The correct information follows: the customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr , donor 1 hct: 45%, donor 2 hct: 50%, testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr . Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek xs plus meter serial number (B)(4). For patient 1 the result from the meter was 3.8 inr. The testing was repeated by a different person and the result was 2.6 inr. The testing was repeated a third time by the initial person and the result was 2.6 inr. A different finger was used for each measurement. The result of 2.6 inr was considered correct. Patient 1 was not anemic, no blood thinners, no antiphospholipid antibodies, and no lupus. Patient 1 has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient withheld his warfarin dose before testing. For patient 1 the therapeutic range was asked for but not provided. For patient 2 on (B)(6) the result from the meter was 5.9 inr. Within 7 hours the result from the laboratory using dade innovin was 4.1 inr. The patient was a (B)(6) male with a date of birth of (B)(6). Patient 2 was not anemic, no heparin, no antiphospholipid antibodies, no lupus, and no direct thrombin inhibitors. Patient 2 has had no changes in diet, changes in medication, no bleeding, and no "atypical" bruising. For patient 2 the therapeutic range was 2-3 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.